Event description:
The customer contacted baxter¿s technical service center regarding a system error 2240 (air in line) alarm, which occurred on the homechoice machine during therapy during dwell. The technical service representative reviewed the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was patient involvement but no patient injury or medical intervention associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.